Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the lead was noted to be dislodged. It was suspected that the dislodgement occurred during a fall the patient had prior. The lead was repositioned, however it dislodged again due to the patient being non-compliant with instructions to rest. It was also noted that there was an inappropriate shock delivered due to atrial fibrillation as the lead dislodged into the atrium. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with blood and tissue. X-ray inspection found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted despite the over torqued inner coil in the connector region. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage. The reported events of lead dislodgement and inappropriate shock could not be confirmed.